Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 19 to 20 mmol/l (342 to 360 mg/dl) while wearing the pod. The cannula was noted to be bent after removal. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and no damage was observed to the soft cannula. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula.d4 - serial no changed from blank to (B)(6). D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4).